Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis with blood glucose levels above 600 mg/dl. The customer stated that she was nauseous and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and the high pressure tests. Nothing further was reported.